Event description:
It is reported that doctor initially inserted implant on the inserter into the patient. The doctor was not satisfied with the placement of the interbody and was moving the implant on the inserter side to side to move it more medial. When he was doing this, the tip of the draw rod broke off into the implant. He was able to retrieve the draw rod and tip. The second draw rod was used to rengage the inserter on top of the implant and the procedure continued with no issues. No adverse consequences to patient or surgical delay is reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via visual analysis. The inner shaft was returned in 2 pieces with the threaded tip fractured off of the main shaft. There was some thread deformation, however this may have been caused during extraction of the fragment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: CAPA was opened and the root cause identified in the CAPA was determined to be excessive cantilever loading. This CAPA is currently still open and further investigation and any future actions will be taken through the CAPA.

Event description:
It is reported that doctor initially inserted implant on the inserter into the patient. The doctor was not satisfied with the placement of the interbody and was moving the implant on the inserter side to side to move it more medial. When he was doing this, the tip of the draw rod broke off into the implant. He was able to retrieve the draw rod and tip. The second draw rod was used to reengage the inserter on top of the implant and the procedure continued with no issues. No adverse consequences to patient or surgical delay is reported.